Manufacturer narrative:
A device history record review was completed for provided material number 388314 and lot number 4018905. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) picture showed the needle through the catheter and one (1) picture showed the needle slightly bent. It is most likely that these defects resulted from the assembly of the product, in which an error in the vision system allowed the faulty products to pass to the customer. Regarding the defect of needle through catheter, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence moving forward.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter tip splits. The following information was provided by the initial reporter, translated from spanish to english: the insyte 20g. Intravenous catheter is flowered and has flowered on at least 3 occasions.